Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that on (B)(6) 2023, her 18-year-old son faced a kinked cannula due to which he experienced low blood glucose level of 45 mg/dl . Therefore, on (B)(6) 2023, the patient's mother drove him to emergency room twice due to low blood glucose level for total of about 5-6 hours (the first time he was there for about 2 hours, and then within 15 minutes of leaving the first time, he had to go back and has been back in ER since then, for about the past 3-4 hours). The medical staff in the emergency room gave him glucagon. Moreover, the issue occurred within 3 hours of insertion and the site location was patient's abdomen. The infusion had been used for 3 days. During hospitalization, the patient received fluids of saline, insulin, and dextrose fluids intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the emergency room. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.